Event description:
Pt underwent cataract surgery on 8/20/96, implantation of intraocular lens was attempted by the surgeon. However, the surgeon noted that the lens did not eject in a controlled manner, causing it to flip over during insertion. The surgeon noticed a posterior capsule tear prior to lens insertion and an anterior vitrectomy was performed.